Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to inspect the device for particles, material deposits, damage, or other defects, and not to use the device if the cartridge tip is damaged, nicked, split or cracked open. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that an intraocular lens (iol) was noticed defective during the loading process. No patient contact was reported. Another lens, same model and diopter, was implanted and the patient was fine. Additional information was received and it was learnt that the preloaded delivery system, model pcb00, had a defective cartridge tip. Reportedly, a sharp piece of plastic was at the tip of cartridge. The surgeon didn't want to risk damaging anything and requested another lens during the same surgical procedure. No further information was provided.